Event description:
It was reported that the hub was cracked it is currently unknown when this was discovered with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter: it was reported that the plastic hub cracked.

Manufacturer narrative:
H.6. Investigation summary since no samples displaying the condition reported were available for examination. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the hub was cracked it is currently unknown when this was discovered with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter: it was reported that the plastic hub cracked.